Event description:
It was reported that bd syringe 3ml bd luer lock was damaged, but still operable and leaked at the connection site. The following information was provided by the initial reporter: "leakage in the needle, it says that in the purple part that leaks, when performing the application. Cracked syringes."

Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter fax number: (B)(6) a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Correction: MFR 3003916417-2022-00063 leakage at luer. This supplemental is to correct complaint MFR 3003916417-2022-00064. The complaint is for barrel cracked only. Correction: b5: describe event or problem: it was reported that bd syringe 3ml bd luer lock was damaged. The following information was provided by the initial reporter: "cracked syringes". H5: imdrf annex a grid: a0404 crack. Investigation summary: photo received for investigation. Upon visual inspection, 3ml syringe is displayed, no defects or issues can be seen based on image received. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that bd syringe 3ml bd luer lock was damaged. The following information was provided by the initial reporter: "cracked syringes".